Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2011 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: (B)(6) 2011. Model number/ catalog number: sc-2208-50, serial number: (B)(4), batch/ lot number: 192189/ 195315/ 198632/ 198660, model/ catalog description: st linear lead 50cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The patient was doing well postoperatively. No further information could be obtained.